Manufacturer narrative:
After discussions with the hospital representative, it was confirmed that the slim driver arrived at the hospital with its threaded tip already stripped. The patient had a slim nail implanted several months ago, and the procedure scheduled was for its removal. However, the nonfunctional driver rendered the standard extraction technique unusable, resulting in a surgical delay of more than 30 minutes. An internal investigation determined that the affected slim driver belonged to an instrument rental tray and was originally manufactured in (B)(6) 2018. A review of complaint records revealed that there have been no prior complaints related to this driver. It was concluded that the thread stripping occurred during a previous surgery and was not identified during the incoming inspection at the distributor's facility prior to reissuing the instrument tray. Note: this MDR was originally submitted as MFR #3000327-2024-00009 on (B)(6) 2024 but was rejected by cdrh due to an incorrect fei number in the esubmitter form. It is now resubmitted with the correct fei (B)(4). CAPA initiated to address the issue.

Event description:
The slim driver was delivered to the hospital with a stripped threaded tip, making it impossible for the surgeon to remove the nail using the standard extraction method.